Event description:
Customer stated "the pad caught fire." The consumer was laying on the bed with the pad draped across her side. All of the sudden she smelled something and heard a snapping sound. She looked over to where the cord goes into the pad and saw sparks, smoke and then fire. Fire burned through sheets and covers and memory foam mattress. Product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the product had burned on the cord, right by the point of entry into the pad. The product was manufactured in 2000. The product was approx. 16 years old when the incident occurred. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.